Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-125mg/dl fasting. Verified the strips expire 8/19/2017. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6).